Event description:
A male patient contacted lifecor customer support to report that his system was not working. He reported that while driving he passed out and crashed his truck. He reported that he was not hurt, but the system did not shock him. He also reported that when he puts the system on it only gives him the tactile alarm and the monitor screen is blank. Support had him try to download the system. Since the monitor screen was blank, the system could not be downloaded. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was corroded j11 connector within the monitor. J11 is a 48 pin connector base that is used to connect the defibrillators to the circuit board. The root cause of this component failure is unknown, but looked to be due to liquid ingress through the battery opening. The component was replaced. The monitor was retested and then restocked. No adverse event resulted from the j11 failure. The patient received a replacement monitor.